Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Caller reported that they've received several error messages on their controller over the past week or so. Pt stated that "controller batteries low replace controller batteries soon" displayed. Caller also reported that system problem rm06 and software problem 1 - intellis, 2 - 3.6, 3 - 1569, and 4 - app manager displayed. Caller also stated that on the call, they were on group a and the intensity automatically decreased from 6.2 to 1.0, then pt clicked the arrow button on the controller and it went from 1.0 to back to 6.2. Agent reviewed information and sent a request to repair to replace the controller. Pt also mentioned that they've been experiencing issues with having to charge their implantable neurostimulator (ins) more frequently and met with a manufacturer representative (rep) to have cycling enabled. Pt is currently on 15:15 cycling but they're ins is still depleting at a faster rate. Pt also mentioned that they haven't been getting the same relief for about the past year. Pt mentioned that they have an appointment to meet with a rep tomorrow for programming purposes. Patient called back in and asked about their intensity level. Agent reviewed the information.